Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
During service and repair pre-testing the attachment device "had high temperature." The device was not used during surgery. No injuries or medical interventions are associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.